Manufacturer narrative:
The affected product has not been returned at the time of this investigation. A rga # has been issued and hopefully the affect product will be returned for investigation. At this time, the customer has stated it 'does not work properly" and no other details have been supplied. The receiving inspection report from this lot was reviewed and all samples performed as intended. Inventory look up was performed and there is no product currently in-house for this lot number. Review of similar lots would not provide confirmation of the device failure as incoming inspection vetted out performance and there is no known failure mode to investigate for. At this time, the customer complaint cannot be confirmed nor denied. If / when the affected device is returned the customer complaint will be reopened and a supplemental MDR will be submitted.

Event description:
The customer alleges that "handle is not working properly." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
During the initial MDR submission the affected device was not returned however the affected device was returned on 12-07-2018. Once returned the device evaluation was performed. The laryngoscope handle in question was returned by the customer and a mac 2 conventional sunmed laryngoscope blade that was in house was used for testing. The device arrived without batteries so new batteries were installed and the mac 2 blade was attached to the returned handle. Upon attachment, the blade illuminated confirming the returned handle functions as intended. Because the device in question is a conventional handle, a conventional blade with a working led light needs to be attached to verify the handle functions. The customer complaint cannot be confirmed as the laryngoscope handle functions as intended.

Event description:
The customer alleges that "handle is not working properly." No other details were provided and no patient injury/harm reported.